Event description:
A malfunction alarm labeled as "malf 0" was reported without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the customer's pump, as it could not be reset. The customer was advised on using manual injections as backup therapy and informed about the updated software in the replacement pump.